Event description:
It was reported that the tip of a drill bit fractured inside the patient's bone requiring removal of additional bone to remove the fractured drill tip.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The returned drill exhibits a clean fracture at the proximal end of the fluted region. The device also demonstrates wear marks across all surfaces. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. The extended field life of the device is the root cause for the device fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.